Event description:
I received mentor memory gel breast implants in (B)(6) 2011. I became seriously ill in (B)(6) 2014. I developed dvt and multiple pulmonary emboli. I have been diagnosed with mixed connective tissue disease, myositis, systemic sclerosis. I'm currently taking the same drugs that organ transplant pts take so that their bodies don't reject an organ. This drug has kept my illness from progressing, but I am still very ill with lots of symptoms. I am planning to have my implants removed as I have learned that there is a connection between breast implants and connective tissue disease, raynaud's. FDA safety report ID# (B)(4).